Event description:
It was reported that the programmer's stylus would not properly register on the programmer screen. Multiple pens were tried but the situation persisted and it was therefore speculated that it could be the port. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the stylus would not properly register on the display screen and therefore the bezel/overlay assembly was replaced and the stylus calibrated. Concomitant medical products: product ID: 229047, software analyzer. (B)(4).